Manufacturer narrative:
The anchor was not returned to saluda. The x-rays provided confirm lead migration. A root cause for the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement)" as result.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. An x-ray confirmed lead migration. Reprograming was performed but unsuccessful. A revision procedure was performed, and the leads and anchors were replaced.